Event description:
It was reported that the outer shaft had a hole in it. An angiojet solent omni was selected for a thrombectomy procedure. The device was prepped and it was activated inside the patient's body. There appeared to be a hole in the outer mid-shaft of the catheter and saline was coming out of the outer catheter. The device was set aside and a new solent omni was opened up and the procedure was successfully completed with no patient issues. The patient is fine. Returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft and tip were microscopically and visually inspected. Blood was present outside and inside the device and there was 400ml of blood in the attached waste bag, when received. Visual inspection revealed that there were numerous kinks throughout the device. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle in thrombectomy mode; however, the shaft leaked a severe kink. Microscopic examination revealed that there was a hole in the pebax shaft 49.5cm distal of the strain relief. Inspection of the remainder of the device presented no other damage or irregularities.